Event description:
Per op report: this valve was explanted due to pv leak. Echo revealed "significant" aortic insufficiency. At explant, a paravalvular leak was observed. There was "fibrous overgrowth" along the region of the non-coronary cusp and along one of the leaflets. There was also a "large amount of fibrous undergrowth along the left coronary cusp". Once the valve was removed, it was noted that one of the leaflets had fractured and measures were taken to ensure no leaflet material remained in the heart. The valve was replaced with sjm 19aj-501.